Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy effluent, not feeling well and abdominal discomfort. The breach in aseptic technique was further described by the physician as lack of aseptic techniques. The patient stated they don¿t use gloves or mask when they are setting up their therapy at home and the only sterilization used is hand sanitizer. It was reported the patient was admitted to the hospital for 4 hours, then discharged. The patient was treated with vancomycin and ceftazidime (no further details). Action with pd therapy was not reported. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.